Event description:
Boston scientific crm received info that this atrial lead was likely not capturing appropriately. This was noted due to the 120ms lag between the as markers and the signals on the atrial electrogram. To this date, the atrial lead remains in service. There is no further info available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.